Event description:
Boston scientific received information that following this implant procedure to implant this right ventricular (rv) lead, the patient experienced chest pain and a perforation was suspected. An ultrasound confirmed there was liquid in the pericardium from the perforation. The liquid was removed and the lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the complete lead was returned with the helix retracted. Dried blood was noted in the helix mechanism up through the lumen. Laboratory analysis identified the helix mechanism failed to extend and was most likely due to dried blood in the helix mechanism. The lead passed all electrical testing. Analysis could not confirm the allegation as the lead passed electrical testing and the helix failure was deemed to have been induced in the field.